Manufacturer narrative:
(B) (4)

Event description:
The pt could not adjust their stimulation following revision surgery. A power-on-reset (por) condition was reported on the pt's device. A "call doctor: por" icon message was also seen on the pt programmer. Further info was requested from the healthcare professional.